Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that the ivc filter failed to completely open upon deployment. Reportedly, the filter legs were not crossed or twisted. An attempt to retrieve the permanent filter was made using a snare and an 11f introducer sheath through the same jugular access site. However, the attempt was unsuccessful and the filter remains implanted. Another manufacturer's ivc filter was then implanted through the same access site in a suprarenal location without further incident. No patient injury.